Event description:
It was reported that the bd needle sftygld 25x1 rb had foreign matter. The following information was provide by the initial reporter: material # 305916, batch # 4277121. Verbatim: rcc received a complaint via email. Refence: 305916. Item description: needle safety 25gax1in. Qauntity: (B)(4) ea. Lot: 4277121. Exp: 09/30/2029. Event discription: needle defective form manufacturer. Event date: 01/15/2025. Physical product: no. Patient harm: no.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. One photo was provided to our quality team for investigation. It shows a plastic shield with a foreign matter located near the top portion. Based on the investigation and analysis of the photo, the symptom reported is confirmed. However, without a physical sample for further examination, a probable root cause could not be determined. Furthermore, a device history record review was completed for provided lot number 4277121. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.